Event description:
The customer reported the device turned off while on a patient. No patient harm reported.

Manufacturer narrative:
The failure of c56 prevented the power supply from operating on ac power.